Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal luer lock connector of an unspecified quantity of one-link non-dehp standard bore catheter extension sets separated from the tubing which resulted in a blood leak. These separations occurred during unspecified patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: suspected lot # r21k25154 d4: suspected lot # r21b23144. D4: suspected lot # r21k08024. D4: suspected lot # r21d20096. D4: suspected lot # r21d21110. H4: the suspected lot # r21k25154 was manufactured between 11/26/2021 and 11/27/2021. H4: the suspected lot # r21b23144 was manufactured between 02/23/2021 and 02/24/2021. H4: the suspected lot # r21k08024 was manufactured between 11/08/2021 and 11/10/2021. H4: the suspected lot # r21d20096 was manufactured between 04/20/2021 and 04/21/2021. H4: the suspected lot # r21d21110 was manufactured between 04/21/2021 and 04/22/2021 actual and four (4) companion samples were received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in all samples including clear passage and pressure testing; and the results were satisfactory. No leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.